Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. No issues were found that would result in a needle mechanism failure as the device was deactivated before the start of the second priming sequence but after completion of first prime. A successful rerun was performed in which the pod was activated, deployed, and delivered bolus without complication. Damage was observed on the commutator cap, but because there were no abnormalities observed in the run data it can be determined this damage did not contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
A patient reports while activating a pod, upon removal of the needle guard the cannula was found to have deployed early. The pod was not worn.